Event description:
The hcp reported the patient was experiencing itching, burning, increased spasticity, and confusion. The pump was interrogated. The drug was withdrawn from the reservoir. The expected reservoir volume was 5.3cc and the actual was 0.5cc. The pump was refilled and, over several days, the pruritis and spasticity improved. The patient is reported to have recovered without sequela.